Manufacturer narrative:
This ra lead remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged, and patient had high threshold measurements. It was also mentioned this patient had exit block. This ra lead was repositioned, and acceptable measurements were observed. There were no adverse patient effects reported.